Manufacturer narrative:
Device code (B)(4) relates to component code for the reported event of peg tube detached/separated. Device code (B)(4) relates to component code for the reported event of loop at the end of the peg tube broke. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive standard peg kit pull method was used during a gastrostomy procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the peg tube detached and the loop at the end of the peg tube broke while pulling it through the stoma site. The detached part was retrieved by making the incision bigger (exact size unknown.) The procedure was completed with a new endovive standard peg kit pull method. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.